Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded permanent unilateral overloading of the implant.

Event description:
Implant fracture.